Event description:
A homecare provider in (B)(6) stated that their pt informed them that when he turned his hc608 CPAP humidifier on the power cord melted/burnt to the unit. There was no pt consequence.

Manufacturer narrative:
(B)(4). Method: the returned device was visually inspected externally and internally for heat damage. The unit was also powered up using a new power cord. Results: smoke stains were present on the external casing around the power cord inlet. The power cord plug was partly melted and deformed where it attaches to the device. The mains inlet socket lower pin was pushed in and the pins were black. Brown stains and dust were observed around the heater plate and inside the air box and foams. The unit started and worked normally with a new power cord. We have received four other complaints of this type. Conclusion: the manufacturer of the power cord concluded in their investigation report that prolonged bending of the lead had caused the failure at the plug. This prolonged bending stressed the wire strands at the crimped joint, causing them to break gradually and finally resulted in arcing that melted the copper strands as well as the pvc over-moulding. (B)(4).